Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced rear case, front door, bezel assembly, air in line. Latch spring torsion 8100, pivot latch 8100 a review of the device history record for sn (B)(6) was performed from date of manufacture 08/14/2017 to the present date 01/07/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the rear case. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that rear housing damaged. There was no patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(4). Was performed from date of manufacture 14 aug 2017 to the present date 07 jan 2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that rear housing damaged. There was no patient involvement.